Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Tandem technical support performed troubleshooting with the customer and found the issue to be within the cartridge. Additionally, the insulin gauge was inaccurate across multiple cartridges. The customer's blood glucose was 115 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.